Event description:
It was reported that a malfunction occurred, indicated by a recurring malfunction code even after resetting the insulin pump. The blood glucose level was reported to be within a normal range, not exceeding 500 mg/dl. The customer was assisted by technical support in resetting the pump but ultimately had to replace it. The customer agreed to return the faulty pump using a pre-paid label and planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.